Event description:
The healthcare professional reported that during the endovascular embolization procedure, the physician opened the device packaging for a 1.5mm x 2cm deltapaq 10 cerecyte coil ((B)(6)) for inspection and found that the coil was separated in the introducer sheath. The coil was not used in the patient. A new coil was used as replacement to complete the procedure. There was no report of any negative patient impact. On 18-jan-2024, per the cerenovus sales representative, no additional information can be obtained.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30432657) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 1.5mm x 2cm deltapaq 10 cerecyte coil was received contained in the decontamination pouch. Visual inspection was performed. It was observed that the embolic coil component was returned separated from the delivery system, inside the introducer. The embolic coil component was inspected under the microscope. It was observed to be in good condition; it was noted as already detached from the resistance heating (rh) coil, which had not been softened, indicating that the rh coil had not been heated and the detachment process had not been initiated. The detachment fiber was observed to be elongated, which indicates that the embolic coil was mechanically detached from the unit. The issue reported that the coil was separated in the introducer sheath was confirmed during the inspection. There is evidence that the coil became mechanically detached from the unit suggesting that the device was subjected to excessive manipulation, where pulling force was applied resulting in the conditions mentioned above. There is no indication that the issue reported in the complaint resulted from a defect inherently related to the device. A manufacturing record evaluation was performed for the finished device 30432657 number, and no non-conformances related to the malfunction were identified. Complaint history for lot number 30432657 found no similar failures observed. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% inspection at different points along the manufacturing process to prevent damages from leaving the facility. The IFU contains the following cautions: verify the functionality of the microcoil delivery system before proceeding with microcoil placement. Do not use the device if the sterile barrier is compromised or the device is damaged. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(6) the purpose of this MDR submission is to report that the product analysis lab received the complaint device on (B)(6) 2024. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.